Event description:
Cataract pt sedated, retrobulbar block injected. Simultaneously equipment tested and failed. Tech support called-machine unusable, surgery cancelled. Physician informed, options discussed with pt. Machine sent out for repair. Loaner machine sent to hosp next day (4/27).